Event description:
The patient contacted animas on (B)(6) 2012 reporting that the keypad audio bolus buttons were not responding appropriately. The patient stated that the keypad was damaged at the arrow and ok buttons; the audio bolus button was reportedly intact. This report is made based on the allegation of the pump button response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): all keys responded properly. The keypad was torn over the up arrow. It was removed and contamination was found under all contacts. The bolus button was torn and difficult to press. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. Unrelated to this complaint: moisture was seen in the battery compartment. The pump failed the leak test with a crack in the battery compartment and a damaged display lens.